Event description:
In 2002 pt had exploratory laparotomy, lysis of adhesions of bowel to vaginal cuff and revision of vaginal cuff performed by operating surgeon. Intergel was instilled into the pelvic cavity in an unknown volume for adhesion prophylaxis. Interceed had been placed on the vaginal cuff. Bovie cautery was used posterior to the bladder to control "oozing." Interceed was placed on the vaginal cuff. Subsequently gynecare intergel was instilled over the vaginal cuff and the pelvic cavity. Pt was discharged home 2 days later in afebrile condition and without complaint of any pain. The pt reportedly required repeated surgery the following day for complaints of abdominal pain. A PICC line was reportedly placed for ivab.